Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and pain.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally, patient reported "moderate breast pain". Additionally, healthcare professional reported "patient¿s concern with the product." Healthcare professional also reported "calcifications" and "malposition"; these are not device related. Device has been explanted.